Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center, an issue related to the sensor board was observed and the sensor board was replaced. There was no harm or injury reported. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation, the component failed flow testing.